Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. Receiver charged and boot was performed and passed. Receiver download retrieval was performed and passed. Receiver functional tests were performed and passed. A review of the share log was performed and early sensor expiration was found within the investigation window. The allegation was confirmed. The probable cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.